Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va0vyt9, implanted: (B)(6) 2015, product type: lead.

Event description:
The patient reported that they had a lead revision done on (B)(6) 2016. The lead was moved from the sacral nerve to the pudendal nerve. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.